Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported thrombosis appears to be related to procedural conditions. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, clip delivery system (cds) developed thrombus. It was due to the administration of amount of anticoagulant. Device was removed from the patient and was replaced with new device. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.